Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude yellow alert, that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements on the right atrial (ra) lead. It was also noted that a second out of range measurement was detected a few days later; however, an alert was not issued for that measurement. Ts discussed that only one alert will be issued for the same issue until the device clinical event is reset and another out of range measurement is detected. Since the patient had not been interrogated by a programmer, the clinical event was not reset; therefore, the second occurrence would not trigger another alert. Additional information indicated that the physician wanted to continue monitoring the patient at this time. No adverse patient effects were reported.